Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 250 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.